Manufacturer narrative:
Sections d1, d2a, d2b, d4 and g4 were updated. The investigation did not identify a product problem.

Manufacturer narrative:
The coaguchek inrange test strips' lot number was not provided. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine-based) origin are not a coaguchek-specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for 1 patient tested with a coaguchek inrange system when compared to an unknown laboratory method. On (B)(6) 2024, the patient had a meter result of 4 inr while the laboratory result was 3 inr. The time difference between the 2 measurements was less than 3 hours. The patient¿s therapeutic range was not provided.